Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my tubes and coils removed yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced abdominal pain ("my tummy hurts a lot though"), urine flow decreased ("it took me forever to pee, I didn't pee til 8 hours later"), hypotension ("my blood pressure was low too"), post procedural haemorrhage ("I am bleeding a bright red") and abdominal distension ("my tummy is super swollen"). Essure was removed. At the time of the report, the medical device removal, abdominal pain, urine flow decreased, hypotension, post procedural haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, hypotension, medical device removal, post procedural haemorrhage and urine flow decreased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.